Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. The customer reported the AED was stored in an outdoor cabinet and appeared to be infested with ants. They reported this did not occur during patient use.

Manufacturer narrative:
During troubleshooting, it was determined that the AED had been stored in an outdoor cabinet without the battery pack installed and the AED had become infested with ants. Storing an AED in an outdoor cabinet not specifically designed for aeds can expose the device to environmental risks such as condensation, temperature fluctuations, and insect ingress. These conditions are outside the recommended storage requirements provided in the device's instructions for use (IFU). The customer was advised to immediately remove the AED from service and to store the replacement unit in an environment that complies with the IFU storage specifications.